Event description:
It was reported that the patient was having a problem with their implantable neurostimulator (ins) as it was not covering the area it was intended to cover. The patient called the manufacturing representative once the day prior to report and twice on the date of report but had not heard back. The patient stated they had the problem two days prior to report and did not fall. The patient stated they got out of the car, twisted and felt pain in the area a couple of days prior to report. The patient stated that they really did not feel stimulation at all in the area but felt it ¿other places.¿ it was noted that the patient was programmed on one channel. The patient stated that their left hip was a ¿hard area to cover¿ per the healthcare professional (hcp). The patient was going to get a steroid injection in that area. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).